Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, the physician reported poor coaptation with the cuff functionality and wanted to try a new location of the urethra to place a new cuff and also check to make sure there was no evidence of erosion. The cuff was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4).